Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual insulin injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin and mixes new insulin with residual insulin, this type of insulin use is considered off label use.